Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.